Event description:
Customer reported she changed her infusion set and there was a huge air bubble in the reservoir. Customer was asked to remove the reservoir and fill it back up. She stated there are three very small bubbles that are not moving. Customer was advised our main concern is when the bubbles are freely moving. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.